Event description:
It was reported that the customer's pump screen was dark and would not turn on, resulting in the customer's blood glucose level exceeding 500 mg/dl, with the specific value unknown but displayed as "high." The customer managed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Technical support could not resolve the issue remotely and identified a red blinking led around the button. After instructing various troubleshooting steps without success, it was decided to replace the pump, which was still under warranty, with a new device equipped with updated software. Reportedly, customer reverted to manual injections for insulin therapy.